Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. Please see the updates in sections b3, b5, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: this is a loaner device returned by the customer after use with no reported malfunction. The event date of the reported angulation issue during inspection is 28-oct-2022.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that the adhesive of the light guide (lg) lens was peeled. This is attributed to handling. Other observations for the device are: cuts observed in the forceps wire; bending angle is insufficient and angle play is out of standard due to the elongation of the angle wire; bending section is deformed; scratches found on the insertion tube, distal cover, operation part, insertion section corrugated tube, switches (sw) sw1, switch box, operation unit cover, up/down and right/left knobs, universal cord, scope connector, and /right/left angle fixing knob; wrinkles in the insertion tube; distal end rubber coating (a-rubber) adhesive is cracked; and water invasion in electrical connector. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner device that was returned to the service center for an issue of forceps elevator wires being cut. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the adhesive of the light guide (lg) lens was peeled. This is attributed to handling. This medwatch is being submitted for the reportable issue of the peeling of the lg lens adhesive, as observed during device evaluation.